Manufacturer narrative:
Additional information was added to d4 expiration date, d4 UDI #, h4, h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a slight bend in a pin on the right coupler ring was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot # and expiration date were not included in the UDI # as the lot was not recognized in the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.0mm coupler had a bent pin. The bent pin was visualized prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. No signs of use were visible on the coupler rings, which is consistent with the event occurring before use. The 2.0mm coupler was returned in the original tray without the white protective holder. During visual inspection, no bent pin was visible on the device. When the rings where approximated with the anastomotic instrument, the rings aligned properly and were able to be approximated. The reported condition was not verified in the actual sample; however, the returned photograph showed a slight bend in a pin on the right coupler ring, therefore, the reported condition was verified in the returned photograph. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.